Event description:
Customer reported that upon opening a box of vrt-ai (lot 60664386), four of the six tubings had tears in the tyvek packaging at the exact same location. The customer noted the tubings were packed facing different directions in the box and believes the tears occurred prior to packaging rather than during delivery. No patient or user was involved. Note: this is report 3 of 4.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as there was no patient contact. Section d6b: if explanted, give date: not applicable, as there was no patient contact. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.